Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had pump error alarm. The blood glucose of the customer was unknown. The troubleshooting was performed and they were able to clear the alarm and not able to rewind the insulin pump. The customer reported that the insulin pump was not exposed to the high magnetic field. The customer was advised the insulin pump requires replacement and to discontinue use of the pump. The customer advised to revert to backup plan per health care professional instructions. The device will be returned for the analysis.

Manufacturer narrative:
The pump passed the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion and self tests. No unexpected pump error 82 alarms were noted during testing. The p-cap/reservoir locked properly in place. The pump was received with a damaged/faded serial number label. The motor was tested outside of the device and it passed.